Manufacturer narrative:
(B)(4). Complaint conclusion it was reported by the sales representative that the 5f mynxgrip vascular closure device would not deploy. After deploying the sealant, the sheath would not come up. There was no reported patient injury. Attempts to gather further information have been unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath positioned over the balloon proximal bond. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, it was immediately observed that the sealant appeared to have ¿swelled¿, which is indicative that it has been exposed to saline. The proximal end of sealant was found wedged between advancer tube & shuttle cartridge. The condition of the returned sealant indicates that the sealant may have been exposed to moisture prematurely which caused the sealant to swell and fill the space between the sealant and the inner shuttle tube and/or the clearance between the inner shuttle tube and the outer catheter shaft, preventing the procedural sheath/shuttle cartridge from being retracted. The procedural sheath was inspected for anomalies that may have obstructed the device path during the deployment. The stopcock of the procedural sheath was observed closed as received. It is unknown if the closed stopcock was manipulated post procedure or due to subsequent handling of the device for returning. Review of lot f1635403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as device deployment jam was confirmed. The exact root cause of the reported event could not be conclusively determined. However, based on the information provided and the investigation performed, the reported event may have been caused by premature exposure of the sealant to moisture. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Event description:
It was reported by the sales rep that the 5f mynxgrip vascular closure device would not deploy. After deploying the sealant, the sheath would not come up. There was no reported patient injury. The product is available for analysis.